Manufacturer narrative:
The sleek pta balloon separated at the balloon and the hypo tube broke which required a cut down to remove. This occurred during withdrawal after the balloon had been inflated. Additional procedural details were obtained from the sales representative. In spite of difficulty, the catheter did in fact reach the lesion where it inflated correctly to dilate the lesion. The balloon then did not deflate, at which time the physician yanked the catheter with force. It was at this stage that the catheter broke and separated. The hypotube separated first and then the balloon was punctured during retrieval. The physician did not use any troubleshooting procedures in an attempt to deflate the balloon. The target lesion was located in the anterior tibial. The lesion was a chronic total occlusion and was extremely calcified. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. Visipaque contrast media was used for the procedure. The contrast to saline ratio was 50/50. There was no resistance/friction while inserting the device through the guide catheter. The device was not inserted through a stopcock instead of a hemostatic valve. Patient is in good condition. The device was returned for analysis. Upon receipt of the returned product it was examined by a member of our product development department. A complete shaft break was confirmed on the hypotube, at approximately 85cm distal to the stain relief. The inner had concertinaed and was broken 13mm distal to the proximal marker band. The balloon was completely separated at about 7mm distal to the proximal bond and the detached portion was not returned with the rest of the product. Additionally, the shaft was severely kinked, including a sharp kink at the re port. Further information was requested from the customer. It was confirmed by the physician that the whole balloon was safely removed from the patient during the procedure and a subsequent procedure was successfully performed the next day on the patient. The manufacturing documentation for lot 50016811 was reviewed and no anomalies that may have led to the reported failure mode were detected. From the procedural details obtained, the physician used a lot of force trying to remove the unit from the patient. From the product analysis, it was concluded that the lack of deflation experienced may have been as a result of the sharp kink observed at the report. The location of the kink suggests that it was procedural related and might have occurred due to excessive force being applied to the product. As stated on the IFU, the proper functioning of the catheter depends on its integrity and care should be used when handling the catheter as damage may result from kinking. It is stated that the catheter should not be advanced if resistance is met, without first determining the cause and taking remedial action. Based on the information available for review, there are possible vessel characteristics (chronic total occlusion, calcified) and procedural factors (use of excessive force) that may have contributed to the reported event. Neither the DHR nor the product analysis indicate that there is a design or manufacturing related issue, therefore no corrective action is required. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.

Event description:
The sleek pta balloon separated at the balloon and the hypo tube broke which required a cut down to remove. This occurred during withdrawal after the balloon had been inflated. Additional procedural details were obtained from the sales representative. In spite of difficulty, the catheter did in fact reach the lesion where it inflated correctly to dilate the lesion. The balloon then did not deflate, at which time the physician yanked the catheter with force. It was at this stage that the catheter broke and separated. The hypotube separated first and then the balloon was punctured during retrieval. The physician did not use any troubleshooting procedures in an attempt to deflate the balloon. The target lesion was located in the anterior tibial. The lesion was a chronic total occlusion and was extremely calcified. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally and was able to maintain negative pressure. Visipaque contrast media was used for the procedure. The contrast to saline ratio was 50/50. There was no resistance/friction while inserting the device through the guide catheter. The device was not inserted through a stopcock instead of a hemostatic valve. Patient is in good condition. The device was returned for analysis.